Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was rejecting the batteries. The customer¿s blood glucose level was unknown. The customer reported that the buttons had to push more than once, it was not push hard enough. The customer had not received the no delivery alarms when reservoir was low. The troubleshooting was not performed. The insulin pump will be returned for analysis.